Event description:
The article "concomitant transcatheter edge-to-edge repair and left atrial appendage occlusion" was reviewed. The article presented a retrospective single center study, to evaluate the safety and feasibility of concomitant mitral transcatheter edge to edge repair (m-teer) and left atrial appendage occlusion (laao). Devices mentioned include mitraclip, amplatzer amulet, amplatzer torqvue 45x45 delivery system. The article concluded that concomitant laao with m-teer is an attractive option for patients with indications for both procedures to simplify recovery time, reduce cost and mitigate the cumulative risks associated with vascular access and transseptal puncture when performed on separate occasions. (B)(6). The time frame of the study was may 2019 and september 2024. A total of 15 patients were included in this study, of which all received an abbott device. Average was 80 years and majority gender was male. Comorbidities include prior myocardial infarction, diabetes, hypertension, dyslipidemia, smoking, prior stroke, peripheral arterial disease, chronic obstructive pulmonary disease, degenerative and functional mitral regurgitation, atrial fibrillation, heart failure.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip procedures were reported in a research article in a subject population with multiple co-morbidities including prior myocardial infarction, diabetes, hypertension, dyslipidemia, smoking, prior stroke, peripheral arterial disease, chronic obstructive pulmonary disease, degenerative and functional mitral regurgitation, atrial fibrillation, heart failure. Complications reported included complications include death, major bleeding, pericardial effusion, pericardiocentesis, hospitalization, recurrent mitral regurgitation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: death date is estimated b3: event date is estimated d4: the UDI number is not known as the part and lot number were not provided. Attachment: concomitant transcatheter edge-to-edge repair and left atrial appendage occlusion.